Event description:
A surgeon reported a patient experienced an unexpected refractive error and was unsatisfied with the results after an intraocular lens (iol) implant surgery. The lens was exchanged with an unknown iol. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).